Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Analysis of the exam archive was performed. It was determined that the issue was due to a slight rotation of the images that were merged. The imaging system exam also had part of the head cut off and was not taken to protocol. The software was determined to be functioning as designed.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement. It was reported that the cannula was placed 2.5 mm off the plan. Surgeon said the cannula was positioned through the center lumen adapter, just barely touching the brain. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.